Event description:
During a lap colectomy procedure, the clips did not close completely, it caused a dislocation of the above mentioned clips. Not allowing the closure of the vein. The operation was carried out and finished with a new device. No pt consequences.